Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel and auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had a damage to the distal end. The issue was found during an unspecified procedure. The procedure completed using a similar device. During evaluation, the following reportable issue found that there was white crystallized contamination in the auxillary channel. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the light guide cover glasses were chipped; the light guide cover glasses adhesive and optical cover glass adhesive, and the distal end cap were worn; the distal end adhesive was lifting; the light guide tube was delaminated; the image was out of alignment; the up, down, left and right angles, up/down angle play, left/right angle play, and electrical safety test did not meet specification; the control body air/water housing was contaminated and damaged; the switch condition had a hole in the button and the switch head was damaged; and the biopsy camera head (ch)condition and brush passage was leaking. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.